Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited intermittent high out of range shock impedance spikes. Isometric maneuvers were performed; however, neither noise nor elevated impedance values could be reproduced. Technical services (ts) was consulted and noted that approximately two years of historical data were unavailable for review. Despite the variability observed in shock impedance measurements, ventricular pacing impedance and pacing threshold values remained stable and within normal limits. Further review by ts suggested that the fluctuation in shock impedance was likely related to differences in the time of day the measurements were obtained. Ts indicated that the most representative shock impedance range was approximately 75 to 85 ohms, where the majority of recorded values were clustered. Troubleshooting guidance was provided. No adverse patient effects were reported. This crt-d remains in service.